Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device evaluation could not be completed. The lot number is unknown, therefore, a batch review was not performed. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced a leaking titanium adapter which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The titanium adapter was connected to a pd transfer set. The leak occurred due to a disconnection of these two devices. The patient received the impacted titanium adapter and pd catheter insertion on the same date and it was reported that the titanium adapter had not been changed since. It was reported that the patient was in bed and subsequently went to the restroom where the disconnection occurred. The transfer set disconnected from the adapter and fell in her pants and a leak occurred. The patient observed the disconnection of the transfer set as she was sitting. The patient reconnected the transfer set to the titanium adapter. A few days later, the patient informed her doctor of the issue. At this time, the patient¿s transfer set was changed and the patient received one gram of vancomycin intraperitoneally. At this time the patient¿s pd effluent did not appear to be infected. Four days after experiencing the disconnection, the patient experienced peritonitis manifested by ¿discolored¿ (cloudy) pd effluent. At this time, the patient¿s pd effluent was further described as ¿pathognomonically infected¿. At this time, the patient received treatment for the event with vancomycin intravenously (dose and frequency not reported). On an unreported date, the patient was hospitalized for the event. On an unreported date a complication of re- infection occurred prior the end of antibiotic therapy, which resulted in stopping peritoneal dialysis and in a decision to retire the pd catheter. Three weeks later, a new pd catheter was put in place under coelioscopy and the patient restarted pd dialysis with a loss of her residual renal function. As a result of the loss of the patient¿s residual renal function, the patient has to increase the number of pd exchanges from two to four exchanges per day. The outcome of the peritonitis was not reported. No additional information is available.